Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device (B)(4) batch number, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what is the specific number of devices (total qty involved) that failed during this procedure? If there were multiple procedures please open a file for each doctor procedure. There were 6 devices that failed and broke during ligatures when (B)(6) performed spays and neuters. Was there any treatment rendered and/or medical/surgical intervention? Both doctors discontinued use of the suture material and used a different lot. Note: events related to spay procedures reported via mw # 2210968-2019-90075, 2210968-2019-90615, 2210968-2019-90616, 2210968-2019-90617, 2210968-2019-90618. Event related to neuter procedure reported via mw# 2210968-2019-90614.

Event description:
It was reported that an animal underwent a neuter procedure on an unknown date and suture was used. During the procedure, the suture broke in the doctor's hands during ligatures. A device from a different lot was used to complete the procedure. There were no adverse patient consequences reported.